Event description:
It was reported that the left ventricular (lv) lead dislodged and had no capture. A stable lead position could not be maintained due to the patient's anatomy. The lead was explanted and an epicardial lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.